Manufacturer narrative:
As the reported complaint sample was disposed of by the end user and not returned, angiodynamics is unable to perform a device evaluation. The complaint could not be confirmed. The root cause for the reported defect is unk. The most likely root cause for the reported complaint is that the end user pulled the guidewire back through then needle. The weld tip of the guidewire got caught on the beveled edge of the needle causing the wire to become uncoiled and the knotting; however this cannot be definitively determined at this time as the reported defective device was not returned. The instructions for use, which is supplied to the end user with this catalog number, instructs the end user to "withdraw the entry needle while leaving the 0.018" guidewire in place." During the review of the manufacturing records for the lots obtained through a ship history review, it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
A pt of unk age and gender presented for a cimino fistula procedure on (B)(6) 2011. During the procedure, the .018" micro-access guidewire buckled and unraveled inside the pts arm. The pt was taken to the operating room and the wire successfully removed without further complications. There was no harm or injury reported to the pt.